Event description:
Patient told risk management gave himself the enema while on the floor and he left the cap on, when he pulled it out, the cap was not on and he told the nurse. Patient was provided the supplies and instructions.additional info obtained from the site:cap was left inside the patient and cap extractedin medical procedure unit (mpu).we had a similar report in january 4th of 2009.all of enema kits from medline packaging lacks instructions to remove the (dark blue) end cap prior to insertion. We have switched our products from medline ( dynd70102) to medichoice (enbg1500), the product from medichoice has clearer directions.====================== manufacturer response for bag, enema flip top dry, bag, enema flip top dry======================working on adding instructions to remove the (dark blue) end cap prior to insertion.